Event description:
The manufacturer received information alleging a "failed pvt" occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text: device not returned.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a "failed pvt" occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information: the device was previously investigated by a clinical engineer at a service center, at which time, the device failed during pvt (proximal pressure). The device was schedule to be sent to the UK bench for further investigation and repair but was lost in transit. At this time the device was not received at the UK bench and there is no service report to confirm work was carried out. This case was closed by the service center and has been escalated internally within philips. At this time, no further investigation can be performed. If any new or additional information is received, a follow up report will be filed.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a "failed pvt" occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The device was previously investigated by a clinical engineer at a service center, at which time, the device failed during pvt (proximal pressure). The device was schedule to be sent to the UK bench for further investigation and repair but was lost in transit. At this time the device was not received at the UK bench and there is no service report to confirm work was carried out. This case was closed by the service center and has been escalated internally within philips. At this time, no further investigation can be performed. If any new or additional information is received, a follow up report will be filed. New information: the device was previously investigated by a clinical engineer at a service center, at which time, the device failed a test step in relation to the proximal pressure sensor. The device was schedule to be sent to the UK bench for further investigation and repair but was lost in transit. At this time the device was not received at the UK bench and there is no service report to confirm work was carried out. This case was closed by the service center and has been escalated internally within philips. At this time, no further investigation can be performed. If any new or additional information is received, a follow up report will be filed. Corrections made to box h problem code, component code and additional narrative.